Event description:
On (B)(6) 2009, the patient reported that 3 days ago, while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and entire contents spilled inside the cartridge compartment. She was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.